Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented for a device changeout procedure. Upon interrogation, the patient's right ventricular(rv) lead exhibited high capture thresholds. The rv lead was capped on (B)(6) 2021 and replaced with another rv lead. Patient was in stable condition before, during, and after the procedure.